Manufacturer narrative:
Single reporter exemption #e2015018. The importer report number used for this report was generated from the importer registration number, current year, and sequential number the matches the manufacturer report number. Importer received this information on 06/02/2016. Investigation of returned catheter revealed that the tip section was entirely broken off from the catheter shaft. Close observation of the catheter revealed the trace of breakage by rotational force and pulling force. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other similar product experience report was received for this lot. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomalies found in the final release records for the lot involved in this reported event and no indication of product deficiency. Based on the obtained information and the outcomes of the investigation of returned device, it is inferred that the tip of the catheter might be trapped in the targeted cto lesion during the advancement of the devices, where rotational and pull back manipulation might be given in attempt to bail out from the trap, etc., resulting the breakage off of the tip from the shaft due to the accumulated rotational and pulling force exceeding the product design limit. IFU describes as contraindications; - do not use in advanced calcified lesions and as warning - always advance the guidewire ahead of the microcatheter before attempting any manipulation of the microcatheter. (If the guidewire is not advanced ahead of the microcatheter, the blood vessel may be damaged or perforated, or the microcatheter may be damaged.) - if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. In the worst case, life-threatening adverse events may occur.) - do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turns limit has not been reached. Identify the cause of resistance under fluoroscopy, and take an appropriate action. Never continue the operation without identifying the cause. (Continuing rotation may damage or break the catheter or damage the blood vessels.)

Event description:
Reportedly, to treat moderately tortuous heavily calcified cto lesion at mid rca, subject catheter was used in an antegrade manner over an other company's guidewire, and it was found that the tip of the catheter separated from shaft and remained in the vessel. No complication with the patient has been reported.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., (B)(4), registration number: 3003780911.